Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volumetric accuracy test. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. External and internal inspection was performed with no issues found. The device passed electrical testing but failed function testing due to failing the therapy monitored volume test. Temperature verification was performed and the device passed. The door assembly was inspected and found an insufficient amount of copper mesh and deteriorated piston foam. The direct cause for the reported issue was determined to be insufficient copper mesh and deteriorated piston foam. The door piston and piston foam were scrapped and the device sent for servicing. A review of service history revealed previous device servicing did not cause or contribute to the reported difficulty. A CAPA is open to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.